Manufacturer narrative:
Additional information b.3, b.5.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "secondary tubing not pumping." It was reported that the secondary tubing would not flow. The customer stated that there was no patient harm. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "secondary tubing not pumping." An incomplete date of event of (B)(6) 2019 was provided.